Event description:
It was reported the epg (external pulse generator) will not turn on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the lower case was broken, one knob, side bail covers and battery drawer were broken, the ring cover was contaminated and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the lower case was broken, one knob, side bail covers and battery drawer were broken, the ring cover was contaminated and the keyboard was scratched. A detailed analysis was performed on the main pcb. This analysis found that there was heat damage to a transistor on the board. Resistance was measured between transistors, and this indicated a short. It was determined that two transistors were out of specification, possibly related to overvoltage applied to the battery terminals.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.